Event description:
Patient complained of right leg numbness after the vertebral augmentation procedure. The patient was osteoporotic. Laminectomy was required.

Manufacturer narrative:
Since the patient complained of numbness after the numbness after the vertebral augmentation procedure, the device had already been discarded by then. Therefore, the exact lot number of the stabilit introducer used is unknown. However, it is most likely one of two options listed below. Introducer lot#: csb-0905-05, dom 05/2009, expiration date: 11/30/2009. A review of the device history record for both lots did not reveal any anomalies related to the complaint. Prior to release of the lot, torque, tensile, and dimensional inspection tests were performed. Torque, tensile, and dimensional inspection test results for the 2 lots met all specifications. During laminectomy, performed post vertebral augmentation procedure, minor trauma to the spinal cord was noted at the level the introducer was inserted. The numbness on the patient's right side was concluded to be a result of the placement of the introducer (too medially) during insertion through the pedicle. Physician stated that the patient should recover fully.